Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead had increased pacing thresholds. A lead dislodgement was suspected as x-ray noted that the lead was tensioned. A revision procedure was planned. The ra lead was reprogrammed. Additional information received from the field representative indicates that the lead was explanted. No additional adverse patient effects were reported.